Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. The updates are in fields b1, b2, d4 (model #), g2, h4, and h8.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump issued a high glucose alert (alert 23) while the user was wearing the system synced with the mobile app. Support guided the user to verify insulin flow, remove and replace the infusion site, and monitor blood glucose. Symptoms included hyperglycemia without ketones. Outcomes included no reported hospitalization, no medical intervention beyond site change, and continued use with monitoring. Investigation included user interview, verification of insulin drops, infusion site inspection, and guided site replacement. Investigation of this case revealed no site occlusion or visible hardware issue and an undetermined cause of the hyperglycemia. It was concluded that the event was due to hyperglycemia with cause unclear and that user education and site change resolved the alert. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.